Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. When aspirating the sheath, without the catheter in, no bubbles were seen. When aspirating the sheath when the catheter was inserted, good aspiration was achieved. The air that was coming into the sheath was noted to arise out of the catheter, specifically at the proximal end of the basket. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device isn't expected to return for laboratory analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.